Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection and seroma are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Infection-in rare instances, acute infection may occur in a breast with implants: the signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever very rarely, toxic shock syndrome, a potentially life-threatening condition, has been reported in women after breast implant surgery. It is characterized by symptoms that occur suddenly and include high fever (102°f, 38.8°c or higher), vomiting, diarrhea, a sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting; patients should be advised to contact a physician immediately for diagnosis and treatment for any of these symptoms.

Event description:
Healthcare professional reported a patient "presented to the doctor last week with breasts that were very reddened, very hard, and looked like signs of an infection. Physician "removed fluid from around the capsule (aspiration)." Device was explanted.